Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing, recalibration and reconditioning of the battery without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. It's important to note that the customer's battery showed the re-calibration light. Once the battery was recalibrated and reconditioned, the device powered up to specification. Analysis of reports of this type has not identified an increase in trend.